Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when the event occurred. PMA / 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted/explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 (one) unknown plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient, who has medical devices implanted in her ankle, expressed concern at hearing about poor communication within the company and called into question the integrity of the parts in her body. A plate and six (6) screws were removed. Three (3) screws were remained within the patient. It was reported the injury healed appropriately and they no longer needed the implants. This complaint involves seven (7) parts. This report is for 1 (one) unknown plate. This report is 1 of 2 for (B)(4).